Event description:
The lay user/patient contacted lifescan alleging the meter has a line through display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was initially reported by a patient's mother that the vns patient experienced an increase in seizure intensity and noted the vns magnet not working to shorten seizures. The treating nurse related the events to end of service of the generator. A battery life calculation was performed and indicated .22 years until eos=yes. Moreover, the patient underwent generator replacement surgery due to end of service. The explanted generator was returned to the manufacturer and underwent analysis. Analysis of the generator revealed the end of service condition was not confirmed. At the moment, good faith attempts to obtain additional information from the treating neurologist have been unsuccessful to date.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a defective lcd. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.